Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The camera head was not displaying an image and instead presenting error code e224 due to a faulty cable. Additionally, the packing cab had chipping present and the rear cover label was fading. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that he was not getting an image on his olympus 4k autoclavable camera head when he plugged it in during procedure preparation. According to the initial reporter, another camera was used to complete the intended case. There was no patient harm or consequence reported as a result of this event.